Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had an over-temp alarm. After resetting the alarm, the machine stopped working. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. The product has an over-temp alarm issue was not verified by functional testing. Visual testing was not performed. The cause is unknown because the event did not occur again. As a precautionary measure, the l1-hose was replaced to correct issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.